Event description:
It was reported that the indirect decompression (ID) spacer broke during deployment and the implant procedure was aborted. It was noted that the location of the damage was at the spindle cap and there were osteophytes causing resistance during deployment. The patient was doing well postoperatively.

Event description:
It was reported that the indirect decompression (ID) spacer broke during deployment and the implant procedure was aborted. It was noted that the location of the damage was at the spindle cap and there were osteophytes causing resistance during deployment. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body, and the actuator shaft and spindle were found to be outside of the main body. Damage to the device prevented functional testing. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and not correctly attaching the inserter to the spacer. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.